Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which control the expiration valve. The returned pc-board was installed in a reference system for simulated use testing. Pre-use check failed, as reported. Electrical evaluation revealed that the expiration valve circuit did not supply sufficient voltage to the expiration solenoid, which caused small leakage. The root cause for the low voltage has not been determined. The device logs confirm the failed pre-use check on (B)(6) 2017, date of event is update accordingly. A failure in the expiration valve supply circuit may lead to leakage. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test and safety valve test during pre-use check. There was no patient involvement. (B)(4).